Manufacturer narrative:
No trend considering the following event is identified: dislocation. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: on (B)(6) 2016, durom was exchanged to continuum cup - biolox head. Subsequently patient underwent closed reduction process to treat dislocation. During that process, greater trochantric fracture occurred. On (B)(6) 2016, patient underwent revision surgery due to recurrent dislocation. Review of received data several documents were received for this patient. The operative report dated (B)(6) 2008 describes that the patient was implanted with durom due to left hip osteoarthritis. No other relevant information available. The operative report dated (B)(6) 2016 describes that the durom was revised due to adverse local tissue reaction. A trabecular metal shell with multiple holes, 2 screws, acetabular liner continuum acetabular system vivacit-e cross linked polyethylene liner 36, size pp femoral head, zimmer biolox option, ceramic femoral head were placed. During the surgery some fluid was taken out, suggesting no evidence of infection. A large pseudotumor was also taken out and sent for pathology. Furthermore, some chromium debris was noted at the trunnion and on the back of the femoral head. Some actions were done to minimize the risk of dislocation in patients with failed hips due to adverse local tissue reactions. Finally, excellent stability was noted with flexion at 90 degrees of hip flexion. The surgeon tried flexion and extension, as well applying anterior force, and the hip was not dislocated. Excellent stability. The operative report dated (B)(6) 2016 describes that a revision was performed due to recurrent instability of the left hip. It has to be mention that after his surgery done on (B)(6) 2016 the patient had recurrent anterior instability requiring multiple relocations and during the process of relocating one of his dislocations, he had a greater trochanter fracture. During the revision surgery dated (B)(6) 2016 no evidence of infection was found. The patient was anteriorly unstable. The components were removed and replaced with new ones. After that, it was noted that stability profile was excellent. There were no complications from his previous greater trochanter fracture noted. No product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea. Dislocation (short-term manifestation of harm) due to user error - joint laxity => possible: the first dislocation occurred right after the implantation. Dissociation of components (head/adapter and/or adapter/stem connection) due to inadequate locking strength of head/adapter and/or adapter/stem taper junctions and/or for heads/constrained liners/cup due to head and/or adapter and/or liner/cup design (taper angles, material, surface finish, tolerances, etc.) => possible: as no x-rays were provided it is unknown how the components were implanted. Therefore, this point cannot be excluded. Dissociation of components (head/adapter and/or adapter/stem connection) due to adapter and/or head damaged during intraoperative assembly and components do not lock together (short-term manifestation of harm) => possible: as no x-rays were provided it is unknown how the components were implanted. Therefore, this point cannot be excluded. Conclusion summary: it was reported that the patient received an biolox head after a durom revision (due to adverse local tissue reaction) on (B)(6) 2016. After 5 months in vivo, the biolox head was revised due to re-current instability (dislocation). After this procedure, the patient had recurrent anterior instability requiring multiple relocations and during the process of relocating one of his dislocations, he had a greater trochanter fracture. Afterwards, the patient dislocated again and a revision was done on (B)(6) 2016. No evidence of infection was found in the provided operative reports. In the operative report dated (B)(6) 2016 it is mentioned that there is an increased risk of dislocation in patients with failed hips due to adverse local tissue reactions. No devices were returned to zimmer biomet for investigation. Therefore, a product analysis could not be performed. Based on the provided documents and performed investigation, a specific root cause for the dislocations cannot be done. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the devices for investigation. Op reports were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. Additional information has been requested and is currently not available. As soon as supplemental information becomes available an updated report will be submitted. This is a split complaint with zimmer inc. (B)(4) and was reported under (B)(4). Note:the patient had a previous surgery which was reported under (B)(4).

Event description:
A liability claim was raised. It was reported that the patient was implanted a biolox option, head, xl, 36/+7, taper 12/14 on the left side on (B)(6) 2016. The patient was revised on (B)(6) 2016 due dislocation during the surgery, greater trochanteric fracture occurred.